Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized. The analysis demonstrated 49cm distal to the is-1 connector pin that the insulation was found damaged due to wear, which is assumed to be the root cause of the reported low impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. However, the analysis did not show a conductor fracture. A thorough inspection of the lead revealed that the conductor coils were free of damages. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing processes for the returned leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 16 months, it was reported that this lead was explanted due to fracture. Furthermore, lead resistance value of less than 200 ohms has been detected.